Event description:
It was reported that occlusion alarms occurred, which prompted a visit to the emergency room (ER) with a blood glucose (bg) level 593 mg/dl. Customer was treated with intravenous fluids of saline to address the elevated bg. Treatment resolved the issue and there was no permanent damage. The customer was discharged from the ER on 4/8/2026. The customer resolved the occlusions by changing the infusion set and cartridge. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.